Event description:
The customer received a blood glucose reading of 96mg/dl on the contour usb meter, re-tested on a contour next and the reading was 20mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and new meter were sent to the customer

Manufacturer narrative:
Contour next test strips were returned for evaluation. The test strip information was not provided in the initial report. Model# 7311, lot# 3cfec01, expiration date 03/31/2015. Manufacture date 03/01/2013. 510(k) k121190.